Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient felt the patient activator yesterday and came into the clinic for evaluation. There were two nsln electrograms, both showing the same basic rhythm. Noise was not detected. Programming options were suggested. The device remains implanted.